Manufacturer narrative:
The insulin pump was received with missing segments partial display due to cracked and bleeding lcd glass; unable to perform functional testing due to display anomaly. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a broken lcd display screen and appears to have ink under the screen. The customer's blood glucose reading was unknown at the time of incident. No further details given.